Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump during insulin therapy. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge following proper techniques, but the issue persisted, preventing the resumption of insulin therapy. As a resolution, the technical support team decided to replace the pump, which was still under warranty. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it to tandem using a prepaid label. The customer acknowledged and understood the instructions.